Event description:
The patient felt hypoglycemic and family member used the suspect device to check their blood glucose. A result of 220 mg/dl was obtained. They became unconscious and paramedics were called. Emts arrived and tested their glucose at 33 mg/dl on their equipment. The emts administered a dextrose IV and left. Controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.